Manufacturer narrative:
The field service representative (fsr) verified that the fio2 did not match the output, at 21% fio2 the central control monitor (ccm) read 9%. He replaced the oxygen (o2) sensor. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) fraction of inspired oxygen (fio2) was fluctuating. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) installed the oxygen (o2) sensor into lab use only (luo) testing equipment. The fraction of inspired oxygen (fio2) was set to 21% and the o2 sensor failed with a reading of 8.8% which is outside the specification range of 14-28%. It was determined that the o2 sensor did not meet specification.

Manufacturer narrative:
Updated.

Event description:
Per clinical review: on (B)(6) 2022, the team experienced a problem with their heart lung machine (hlm) electronic patient gas system (epgs) while on cardiopulmonary bypass (cpb) whereby the fraction of inspired oxygen (fio2) was fluctuating. The device was not changed out as the perfusionist used arterial blood gas (abg) samples to confirm adequate oxygenation. The procedure was completed successfully with no delay and no blood loss.

Manufacturer narrative:
The reported complaint was confirmed. Per supplier evaluation, a gas bubble at the front near the cathode was detected as the cause for the failures. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.